Event description:
The pt, a 60-yr-old white male, was admitted to this hosp with abdominal pain on 3/22/94. X-ray showed what appeared to be a foreign object in the pt's abdomen. Pt underwent surgery on 3/25/94, whereupon a 18" x 18" lap sponge was removed from the pt's abdominal area. Lap sponge was left in pt during surgical procedure on 02/11/94.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device permanently removed from service. The device was destroyed/disposed of.